Event description:
It was reported that during an open gastrectomy, although the I-blade moved forward completely, the jaws could not be opened during use. The tissue of the sides was cut off with a scalpel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4-24-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition but with excessive tissue and body fluids on the jaw. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The excessive tissue and body fluids could have prevented the jaw from functioning properly. It is recommended to clean the excessive tissue. There were no anomalies noted with the functionality of the device.